Event description:
Receiving biosure driver from smith and nephew. We received x4 biosure drivers that were rusty. Smith and nephew stated the quality of the material was normal, albeit I strongly disagree with the verdict from smith and nephew. Reference reports: mw5154788, mw5154789, mw5154790.